Event description:
It was reported that during an unknown procedure, the device did not cut or staple properly. Another like device was used to finish the procedure. There was no pt consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.